Event description:
It was reported that a tsb35 was used during a endoscopic diverticulotomy. It was reported by the affiliate that there was an easy access of 2cm pouch with well defined crico-pharyngeal bar. On the first firing, no staples were deployed, but the crico-pharyngeal bar was partially cut. The device was immediately reloaded with a new cartridge and engaged again. On the second firing, staples partially ejected but no further incision into the crico-pharyngeal bar. Procedure abandoned due to hematoma, etc, and managed conservatively.